Event description:
On 2025-feb-14 additional information was received. The pt reported they had to "re-boot" the battery, which a rep told them how. They pt confirmed the no device found message resolved and they were able to adjust stimulation after rebooting the battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported group a is not enough for stimulation and the issue began 3 days later after the got it. Patient mentioned they tried other groups and can't adjust the stimulation up. When asked for event date, 3 days later after they got it. Agent instructed patient to connect to the mystim and patient noted the handset showed no device found. Agent walked patient through resetting the communicator and patient confirmed they were able to connect to the handset to see the therapy screen. Patient switched to other groups and confirmed they weren't able to increase stimulation. Patient mentioned there was no increase button to increase the stimulation only has a down button. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.